Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that due to patient physiology, the left ventricular lead dislodged, failed to capture and had elevated threshold. The lead was explanted and replaced. No patient complications were reported as a result of this event.